Event description:
The pt underwent uncomplicated cataract removal, left eye. The pt was noted subsequently to have diffuse turbidity and cloudiness of the intraocular lens. This appears to be a material associated problem. The pt appears to be doing reasonably well visually. Other causes of visual decline on the left side are moderate age related macular degenerative changes, and posterior capsule hazing and opacification. The pt has some posterior capsular opacification, and scheduled for the performance of a yag laser capsulotomy.